Event description:
It was reported that the bur guard split during testing prior to the start of a full impaction procedure. No pieces came into contact with the pt; there was no pt involvement/injury. There was no reported user injury. The planned procedure was started and completed successfully with another bur guard.

Manufacturer narrative:
The bur guard was received at the manufacturer for evaluation, and the reported condition of the product split was confirmed. Based on investigation details, the split bur guard most likely caused by it coming into contact with the nose cone of the drill while it was running. The driver can overheat and bur guard can melt or split if the bur guard is pushed into the load position on the handpiece by the customer during use. When this happens the nose cone comes into contact with the bur guard, and the friction can melt and/or brake the bur guard. The warning, which is sent with every bur guard, as well as, the instructions for use (IFU) both state the proper installation for the bur guard.